Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion and force sensor test. Device received with cracked keypad overlay, missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and she passed out. The customer blood glucose level was under 40 mg/dl at the time of incident and current blood glucose value was 161 mg/dl. Customer reported that retainer ring was loose. Customer reported that the reservoir was not able to locking in place. It was unknown that auto mode feature was active or not at the time of event. Customer treated with carbohydrate. The insulin pump will be returned for analysis.